Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency in each procedure? I am currently in the operating room at (B)(6) and can confirm that 10 units caused issues across three procedures. However, the team does not remember exactly how many wires were involved in each procedure. I would also like to note that I just tested wires from the box that was isolated, and I can confirm that some wires break when I handle them. It is not every wire, but this occurred in several of my tests.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - how many devices demonstrated the alleged deficiency in each procedure? (B)(4): patient 1. (B)(4): patient 2. (B)(4): patient 3. Additional information was requested; the following was obtained: - could you tell us how many sutures had the reported defect? (B)(4) unts. - did the event occur during one or more proceedings? Multiple procedures. - what is the total number of procedures impacted by the reported defect? 3. - have there been consequences for patients? If so, which ones and how were they treated? No none. - when do sutures break (inside the package, during removal from the package, during handling before use on the patient or during use on the patient)? During its use on the patient. - could you confirm all lot numbers of ref 8732h that presented the reported defect? Only lot 108rmt. - could you tell us if the device is available for expertise? If applicable, are samples of the opened box available (max 10 units)? 10 units were handed over to the postal service this morning via your return form from the previous email. The single complaint was reported with multiple events. There are no additional details regarding the additional events. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The strand broke too easily. There were no patient consequences reported. Additional information was requested.